Event description:
It was reported that when the packaging of the 3.0x18 mm xience alpine stent delivery system (sds) was opened and the sds was removed from the dispenser hoop, it was noted that the stent was flared. There was no device use or patient involvement. Another stent was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis identified that the tip of the device was torn. Follow-up with the site was performed and the account stated the physician felt the tip was torn when he touched the device with bloodied gloves. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material split, cut or torn and material deformation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that after unpackaging the stent delivery system (sds), the stent was observed to be deformed and the tip was torn. Analysis of the returned sds confirmed the reported stent deformation and tear on the tip. Factors that may contribute to stent/tip damage prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpackaging or preparation. In this case, it is possible that handling of the sds contributed to the reported stent deformation and tip tear; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.